Manufacturer narrative:
G4: 13oct2020. B4: 15oct2020. The power cord was received for failure analysis. Through testing, the ac power cord failed 4-wire resistance test. Verified reported failure. Open resistance noted n-n. Root cause determined to be mechanical wear and tear. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06nov2020. B4: 06nov2020. The device was in use at the time of the issue and required the ventilator to be swapped out. There was no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H6: patient coding: there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
The customer reported the unit would not power on. There was no patient involvement. The manufacturer's field service engineer (fse) advised to replace the power management board and the power cord. The fse replaced the power management board and the power cord and the issue was resolved.

Manufacturer narrative:
G4:25mar2021. B4:14apr2021. D4: UDI#: (B)(4). The power management board was returned for failure investigation. The power management board passed all testing and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.